Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited farfield oversensing of right ventricular (rv) signals on the right atrial (ra) channel and programming assistance was requested. Technical services (ts) noted that a-blank after rv-sense was programming was maxed out at 85 ms, and inappropriate mode switching did not occur as a result. It was noted that ICD programming was limited. This ICD remains in service. No adverse patient effects were reported.